Event description:
A hematopathologist reported to the product distributor that 2 1/2 years ago dr. Verbally reported erroneous cd5 positive results to another pathologist based on a single test using dako fr882, cd5 t-cell/fitc & cd19, b-cell/rpe. Subsequently, the pt was diagnosed as having mantle cell lymphoma and the pt received a spleenectomy. The hematopathogist later reviewed the same test data and compared it with other clinical data. Dr concluded that the cd5 result was indeed not positive but nonspecific or negative and reported as such on his written report. This conclusion contradicted his initial, verbal report. The hematopathologist submitted a letter to the file apologizing for reporting verbal result prematurely and admitted his mistake in interpretation of the test result as cd5 positive. The hematopathologist noted that spleenectomies are sometimes done on pts with either mante cell lymphoma or hairy cell leukemia, so treatment was not totally incorrect.